Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last few years. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last few years. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.